Event description:
During a left knee arthroscopy using an arthrex curved 2-0 fiberstitch (ref# ar-4570) to repair a tear in the lateral meniscus. While passing suture, the tip of the needle broke when it encountered hard bone. Tip was retrieved from knee and measure same length as new one.